Manufacturer narrative:
The reported failure of the ventilator to power on is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no patient involvement and no harm or injury reported. On device evaluation, the device would not power up and the cables and internal tubing were deemed unacceptable. It was determined the system printed circuit board was corrupted. The error logs and device information was not able to be read because the device would not power up. It was reported that the system printed circuit board assembly would require replacement to address this issue. Additional findings not related to the malfunction/issue: preventative maintenance was completed on the device. Evaluation of the device indicated the following components required replacement: missing/displaced rubber feet, the o2 porting block adapter due to damage, damaged front, rear, and base enclosures and all labels, the seam gasket, the top plate enclosure, the handle due to cracking, and the porting block due to cracking. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.